Event description:
The user facility reported that during a vena cava filter insertion procedure, the "coating came off the guidewire." Reportedly, x-ray imaging "showed that the coating was still inside the pt," and consequently, the pt was admitted to the hospital for observation. Attempts to obtain add'l info from the user facility are on-going.

Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was limited to a review of user facility info and manufacturing quality records. Results is based upon evaluation of user facility info. Conclusions - is based upon evaluation of user facility info. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to manipulation against a sharp surface. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in abrasion of the polyurethane coating. For example, the IFU states: "do not manipulate withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval" and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire". All available info has been placed on filed in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A follow-up report will be submitted if significant additional ifn is received. Pt.